Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal and battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the battery compartment was the root cause. The battery compartment and the dso seal were replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device's pile compartment was broken. There was unknown patient involvement.